Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture the patient never received symptom control post implant. No environmental/external/patient factors may have led or contributed to the issue. The patient underwent 12 months of reprogramming. The healthcare provider decided to revise the lead but was unable to connect the new lead to the existing ins. The lead could be pulled out of the connector. A new ins was used and the issue was resolved. No further actions/interventions were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code no longer applies to this event. Analysis of the returned ins (serial # (B)(4)) found that the setscrew was backed out too far, beyond the point of being able to engage with the connector block. Visual inspection did not reveal any other significant anomaly. Initial review was ok. Good stable output was tested. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received by the manufacturer representative provided the implant date of the device and noted that the information was confirmed with the healthcare professional. The physician who revised the system believed that the ins could be faulty.